Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the electric dermatome handpiece could not cut the skin properly. The graft was still able to be used and the surgery was completed with the device without delay.